Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b, a4-a6: date of birth, gender, ethnicity, and race are not available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3: the omniwire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Blocks h6: the omniwire was used in an adolescent patient. The IFU indicates that the omniwire is intended to be used in adult patients eligible for endovascular procedures. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary diagnostic procedure. During removal, the distal tip separated but was successfully removed with a snare. Upon removal, the separated piece measured approximately 3 inches in length. Angiography confirmed nothing was left inside the patient. No patient injury reported. This adverse event and product problem is being submitted due to the tip separation requiring intervention (snare).

Manufacturer narrative:
Block a3b, a4-a6: patient information obtained from user facility report on 24jan2025. Blocks d9 & h3: the omniwire was returned on 31jan2025 and evaluated on 03feb2025. Block g2: user facility report #:(B)(4). Block h3: block h3: the omniwire was returned for evaluation in two pieces. The distal section includes a portion of the distal core, pressure sensor, distal coil, and dome; measuring approx. 7.1 cm in length. The proximal section includes a portion of the distal core, electrical connections, composite core, conductive bands, and locking core; measuring approx. 182.1 cm in length. The total length combined is 189.2 cm, which is within specification of 190 cm ± 5 cm. Visual inspection found a damaged distal core and distal coil. At the location of the separation, the core wire and trifilar were exposed. Block h6: the probable cause of the separation was likely damaged during removal/handling from the patient. Manipulation and strain can damage internal components and result in the reported failure. In the initial MDR, conclusion code #d1103 (cause traced to intentional off-label, unapproved, or contraindicated use) remains applicable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h10: per FDA request received on 19mar2025, the user facility report number is being added to h10. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.